Event description:
It was reported that pump screen appeared dim and was harder to read at times. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.